Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) examined the system onsite and confirmed that the c-arc sporadically made uncommand motion. During troubleshooting the fse found that the frontal angulation/rotation could no longer be controlled. The system log file has been analyzed and found an issue ¿enmv_at_startup_high¿ error which indicating a problem with the joystick. To resolve the issue, fse replaced the geo module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device¿s c-arc moved sporadically and hit the table. There was no reported patient or user harm. Philips has started an investigation of this complaint.